Manufacturer narrative:
H6. Coding was updated to reflect the investigation findings for the a810. There was not enough information to code for the low reservoir alarm after refill on the a810 as there was no report of any alert in the application logs. Therefore, the coding was updated to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump¿s serial number was (B)(6). Regarding further diagnostic tests and actions taken, it was indicated that the pump was interrogated on (B)(6) 2024. There was no alarm after interrogating the pump twice. The devices would not be returned as they were still in use.

Event description:
Information was received from a healthcare provider, foreign, via a company representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was in the clinic for a refill, as the pump was almost empty regarding omission by the patient. The first pump alarm that occurred was a low reservoir alarm. The pump was programmed and the alarm stopped. However, after the pump refill and programming, the pump gave a non-critical alarm and the patient presented again in the clinic. Initially everything was ok in the reading, then all of a sudden there was a warning that the pump had stopped. Communication with the pump was also difficult. It was unknown if the issue was resolved as of (B)(6) 2024 no surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2024. The clinician programmer synchromed software application version being used at the tim e of the event was 2.01460. The pump remained implanted and in use. The patient¿s medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown software version: 2.01460, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown , ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. Regarding the cause of the alarm having occurred after refill pro gramming, pump having stopped, andcommunication with the pump having been difficult since, it was indicated that they did not know why there was still a pump alarm after interrogating correctly with the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the estimated implant date of the pump was in 2018 as the next pump replacement was planned for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.